Event description:
Trunnion came loose approximately 11 months post-op. Original surgery was performed by dr. In 2003. Revision surgery was performed by dr in 2004. Previous doctor has relocated. No immediate post-op radiographs of primary surgery were available for comparision with pre-op radiographs of revision surgery. Observations at revision surgery suggested the smallest humeral stem used on the pt, might have been too large to attain a successful seating of the device into the humerus. The stem was found "approximately 2 to 3mm superior to the originial humeral resection. There was no bone present medially, or posteriorly which would be crucial to the seating of the trunnion and inclination of the device during the initial surgery. The trunnion was essentially unsupported." The arthrex engineer present at the revision surgery, advised dr of findings who agreed to consider alternate implant designs if confronted with similar situations. This device is used for treatment.